Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that this phenomenon occurred due to a defect in the front panel. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated, and it was found that the button was not working due to a defective front panel. Additional non-reportable findings include the following: the front panel was damaged, but the metal part of the power circuit was not exposed, and corrosion was found on the board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service engineer (fse) reported (on behalf of the customer) that the front panel switch was not working on the video system center. The issue was found during a routine check and there was no patient involvement.